Event description:
A micro drill long straight attachment was sent for service and it overheated during performance testing. No adverse consequence was associated with the event.

Manufacturer narrative:
Corrosion was noted within the attachment. The micro drill long straight attachment was not returned to the customer; it is not repairable once it is disassembled.